Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was an unknown burnt material coming from the device. It was further reported the physician noted some charred material coming out of the myosure handpiece. The charred piece was inspected by pathology and it was determined that it was bioburden. The patient is aware and being treated with antibiotics. There was no further patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.